Event description:
It was reported that during a tooth extraction procedure, the bur was visibly out of specification. It was also reported that there was no tissue damage to the patient and there was no change to the patient's outcome.

Manufacturer narrative:
The bur subject to this MDR was not returned to manufacturer for evaluation. The bur part number and lot number was not provided to permit further investigation.